Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (1000 mcg/ml at unknown dose) via an implantable infusion pump. It was reported that the pump had more in the reservoir than it should have over the past few refills. There were no environmental, external or patient factors which may have led or contributed to the issue. The pump was replaced on (B)(6) 2018. No patient symptoms were reported. No diagnostic or troubleshooting steps were performed. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.